Manufacturer narrative:
Device was used for treatment, not diagnosis. Device was implanted on an unknown date. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
On an unknown date, one tibial nail, one proximal screw (intact) and one broken distal screw were removed due to non-union. Patient was revised to a larger diameter tibial nail and 1 proximal screw. No complications occurred during the revision of the non-union. However, it was noted that it was less than a desirable treatment outcome. The devices were removed easily without additional intervention. No extended operative time was noted. This report is for the unknown tibial nail. This is report 1 of 3 for complaint (B)(4).